Event description:
It was reported that while testing at the distributor, the drill heated up while running. This event did not occur during a surgical procedure, there was no pt involvement, no user injury reported, and no adverse consequences alleged.

Manufacturer narrative:
The drill was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the lower bearing on the rotor and inside of the motor were found to be shattered; the contact pins in the motor cartridge were found to be burnt from excessive heat. Worn or damaged bearings can cause this type of failure and can lead to increased friction between rotating components, resulting in heat being generated. The motor, rotor assembly, and bearings were replaced.